Event description:
New information reported stated that on (B)(6) 2018 the lead was successfully explanted and replaced. The patient was in stable condition before, during and post surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the left ventricular lead exhibited a loss of capture. Review of an x-ray performed in (B)(6) 2018 revealed that the lead had dislodged. The device was reprogrammed and a repositioning procedure was scheduled to occur within the next 6 weeks. The patient did complain of experiencing shortness of breath but the patient also had been taking diuretic 'aldactone' which has been discontinued, so its unclear if the patient symptom is related to the lead performance or diuretic. There were no other patient symptoms reported. No further information was reported.

Manufacturer narrative:
Final analysis found normal lead characteristics.